Event description:
Provider states that out of box 1 out of every 3 rollators they order from us has a brake are out of adjustment which drags the wheel. Provider states that he takes a screw driver and tries to loosen the brake but it usually doesn't work.